Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. Customer also stated that she had issues with her sets for the last three months. The customer blood glucose level was over 400 mg/dl at the time of incident. The customer was treated with manual injection for high blood glucose level. Customer's outcome pertaining to the complaint. Customer also stated she didn't receive a no delivery from her pump but after changing the infusion set she was able to stabilize her blood glucose value. Customer declined to troubleshooting for high blood glucose since changing her set resolved the issue. The device will be returned for analysis.